Event description:
The user facility reported a 65-year-old male was implanted with an impella device for mechanical circulatory support. During support, it was noted that low purge flows and high purge pressure was encountered. The customer was advised on potential options to treat the issue or to wean the patient due to the potential of a pump stop. However, the staff opted not to do lysis or exchange the pump. Support was maintained with the implanted pump with no noted harm to the patient.

Manufacturer narrative:
The pump was returned with the catheter cut. The pump was attached to the aic and purge cassette, and was purged easily though the length of catheter that remained. The catheter was then cut close to the motor housing to test the remaining portion of the catheter, and purge fluid was pushed through easily with a syringe. The blockage had been isolated to the motor. The cannula was then removed and biomaterial was observed in the purge gap. The cause of the high purge pressure was biomaterial. Per the IFU: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ this report is being filed as part of a retrospective review of historical records.